Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). An implant card was received indicating that the patient underwent generator and lead replacement due to high impedance. The lead impedance with the new vns system was marked ok (1795 ohms). It was reported that the generator was replaced prophylactically. The generator was not programmed off after the high impedance was observed. It was reported that the hospital kept the explanted devices. There was no patient manipulation or trauma that is believed to have caused or contributed to the high impedance. X-rays were taken and sent to manufacturer for review. Review of x-rays did not identify any sharp angles or lead breaks. There was no chest view to identify if the lead pin was fully inserted into the generator header.